Manufacturer narrative:
The company rep performed an on site visit; however, the investigation, including root cause analysis, is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A tech reported that a pt was prepared for lasik surgery. The flap had been cut and was in the process of being lifted. At the same time, the laser was in the process of being armed. The laser shut itself down. The surgeon replaced the flap, the laser was rebooted and recalibrated. Again as they were arming the laser, it shut itself down. The pt was transferred to another laser and the excimer laser treatment was carried out. There was no impact to the pt.